Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2014. Approximately 8 years and 7 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023 diagnosis: failed right hip replacement arthroplasty within the capsule, the surgeon found marked adverse local tissue reaction. There was a lot of reactive tissue about the hip. There was some mild osteolysis along the lateral stem adjacent to the greater trochanter, but this did not extend distally and did not need bone grafting. The poly did not have any indentation posteriorly that would indicate impingement. There was significant poly wear superiorly and anterosuperiorly the poly begun to flake and crack and there was a delaminated piece. The wound was closed in layers and a sterile bandage was applied.

Manufacturer narrative:
D10: concomitants: (B)(6) 122-65-20 - 6.5mm acetabular bone screw 20mm. (B)(6) 122-65-25 - 6.5mm acetabular bone screw 25mm. (B)(6) 170-32-03 - biolox delta femoral head 32mm od, +3.5mm. (B)(6) 180-01-54 - nv crown cup clstr hole 54mm group 2. (B)(6) 188-00-10 - wedge plasma s/o sz 10. Pending investigation.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 - health effect - clinical code, component code, type of investigation, investigation findings, h7, h9 and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.